Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device fired but the jaws would not open. A second device was used and locked out on tissue immediately. The surgeon stapled around the malfunctioned stapler with another echelon after the first device would not open. They tried to open it regularly, then used the reverse button, then tried the manual override, but even that did not work. The jaws never opened. A third device was used to complete the case with no patient consequences.